Manufacturer narrative:
UDI #: na. Further info from the reporter regarding event, product, or pt details has been requested. No add'l info is available at this time. The events of hard nodules are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. See scanned page.

Event description:
Healthcare professional reported that after injection with jevederm ultra plus, the pt developed "hard nodules in the mid and lower face." Pt was treated with kenalog and hyaluronidase and symptoms resolved. However, shortly after the treatment, the "hard nodules" began showing up in different areas. Symptoms are ongoing.